Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced blood glucose (bg) levels in the "mid 200s" (mg/dl) since starting the pump approximately 1 week ago; however, no specific bg levels were provided. Although requested, customer did not indicate how bg levels were addressed. Reportedly, customer has been in contact with health care provider (hcp) regarding pump settings.